Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient woke up and was delusional, not able speak and not able to walk or keep her balance. It was understood that the patient´s insulin pump had delivered too much insulin based on a high bias cgm reading. An ambulance was called by the reporter. No medication was given by the parent before the paramedics arrived, but the patient was given a toast for breakfast. When the paramedics took a fingerstick, the cgm was reading 7.2 mmol/l and the blood glucose reading was 3.0 mmol/l. There patient was brought to the hospital, but no further treatment was needed. The patient was discharged on the same day in the afternoon. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).